Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the swivel lock on the mayfield composite series skull clamp (a3059) rotated during a cranial surgery, causing the patient¿s head to move. No patient injury occurred. No information on surgical delay was provided.

Manufacturer narrative:
The mayfield composite skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. Evaluation of the returned unit found no device deficiencies that would have contributed to the reported movement or slippage. The swivel lock functioned properly and held properly under pressure. Root cause - the reported complaint was not confirmed. The swivel lock functioned properly and held properly under pressure. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.